Event description:
It was reported the patient is deceased. It was further reported that the patient died in a 'CPR situation.' Additional information noted that the physician tested the device function at the emergency event and found a cardiac death but no hint of ventricular fibrillation, ventricular tachycardia or any other device malfunction was noted. The cause of death and additional circumstances of death have been requested and will not be received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information have been unsuccessful. (B)(4).